Event description:
Patient 2/2 it was reported that during oocyte retrieval, the needles seemed to be blunt. Experienced significant bleeding following the opu procedure and required hospitalization. Had hyperstimulation and laparoscopy. Patient recovered from the surgery. No additional information is available. 1216677-2026-00051 ons1833ll wallace 2026-06-0000054.

Manufacturer narrative:
B3: (B)(6) 2026 g2: russia device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.